Manufacturer narrative:
Date of event is estimated. The device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted and replaced. Stimulation was restored.